Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: IV catheter would not safety appropriately when white button was hit. 22apr yes it was described that the button felt stuck, the material number is 382534 and the lot number for this incident wasn¿t reported. No patient or staff injury reported.